Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an abscess under the lifevest equipment. Patient described the area as a purulent abscess under the front te pad. There was no alleged device malfunction contributing to the abscess. The patient¿s physician prescribed a salve for the abscess. Follow up indicated that the abscess improved.